Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing and noise. The noise presented while the patient was lying on their left side. The subcutaneous electrocardiograms (secgs) cleared up somewhat when the patient sat up, a phenomenon that was reproducible during in-clinic testing. The patient was admitted to the hospital, x-ray imaging was performed and tachy therapy was programmed off. Subsequently, the patient underwent a revision procedure, and the s-ICD was explanted and replaced. The previous electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing and noise. The noise presented while the patient was lying on their left side. The subcutaneous electrocardiograms (secgs) cleared up somewhat when the patient sat up, a phenomenon that was reproducible during in-clinic testing. The patient was admitted to the hospital, x-ray imaging was performed and tachy therapy was programmed off. Subsequently, the patient underwent a revision procedure, and the s-ICD was explanted and replaced. The previous electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing and noise. The noise presented while the patient was lying on their left side. The subcutaneous electrocardiograms (secgs) cleared up somewhat when the patient sat up, a phenomenon that was reproducible during in-clinic testing. The patient was admitted to the hospital, x-ray imaging was performed and tachy therapy was programmed off. Subsequently, the patient underwent a revision procedure, and the s-ICD was explanted and replaced. The previous electrode remains in service. No additional adverse patient effects were reported. Additional information was received indicating that during explant it was difficult to insert the electrode into the header. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing and noise. The noise presented while the patient was lying on their left side. The subcutaneous electrocardiograms (secgs) cleared up somewhat when the patient sat up, a phenomenon that was reproducible during in-clinic testing. The patient was admitted to the hospital, x-ray imaging was performed and tachy therapy was programmed off. Subsequently, the patient underwent a revision procedure, and the s-ICD was explanted and replaced. The previous electrode remains in service. No additional adverse patient effects were reported.